Manufacturer narrative:
Concomitant products: 5076-52 lead implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was instructed to go to the emergency department after the clinic received a remote transmission with a bipolar impedance alert triggered. It was found that the right ventricular (rv) lead exhibited high and undefined pacing impedance and there was one high rate non-sustained episode that was possibly indicative of oversensing. A possible fracture was suspected. A venogram of the left upper thoracic vasculature revealed probable occlusion of left axillary/subclavian venous anatomy. The physician then decided to reprogram the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.